Event description:
Customer was getting fluctuating readings within mins from each one. Sent two letters to distributor but rec'd no reply. A second meter was sent to customer through a sales call. Customer was using new meter for about one month and started getting fluctuated readings again. Customer sent letter to MFR with copies to FDA and distributor.

Manufacturer narrative:
Agamatrix contacted distributor on 27 jun 2007. No contact had been made to customer from distributor. Distributor had no record of receiving letters from customer. Customer had been sending letters to bank lock box and not customer service.